Event description:
It was reported that the patient alleged the catheters hurt and caused her pain when she inserted it.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿difficult insertion¿ with a potential root cause of "catheter too stiff for insertion and rough or irregular shape protrusions". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2. Holding the labia apart with one hand (figure 3), tale the catheter and insert the tip of the catheter slowly into the urethra."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient stated the catheters hurt and caused her pain when she inserted it.